Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) confirmed illumination pod was misaligned. Fse re-aligned pod and completed system verification to specification as per sir (service installation record). Root cause could not be determined conclusively for the illumination pod misalignment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The tracking issue occurred multiple times before and during surgery. The procedure was completed without any patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported trouble tracking the eye. Additional information has been requested.